Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead dislodged. A revision procedure took place and the rv lead was successfully repositioned. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.